Event description:
It was reported that the atrial lead exhibited low impedance. The lead was previously deactivated due to noise and low impedances. The noise had been reproducible with isometrics. The device was reprogrammed and the patient would be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.